Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The subsidiary svc repair technician (srt) reported that during routine testing (final quality check) of the device at the svc ctr, the central control monitor's (ccm) display was abnormal. There was no pt involvement.